Event description:
It was reported the patient underwent a left hip revision approximately 6 years post implantation due to pain, crevice corrosion, trunnionosis, metallosis, and pseudotumor formation. During the revision, heterotopic ossification and necrotic tissue was debrided. The head and liner were exchanged without complication. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-7711-015-20, ml taper sz15.0 ext offset; 00-6200-062-22, f/m acet shell 62mmod cluster; 00-6310-062-36, xlpe 10 deg poly liner 62x36; 00-6250-065-25, trilogy bone scr 6.5x25; 00-6250-065-30, trilogy bone scr 6.5x30; 00-7711-015-20, ml taper sz15.0 ext offset; 98-0001-000-11. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 6 years post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha . The patient was then revised due to pain. Within the joint corrosion, trunnionosis, and a pseudotumor was found. The heterotopic ossification was excised and the poly showed evidence of oxidation. The shell was well fixed, and the liner and head were replaced with zimmer products without complication. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.